Event description:
Swelling after the injections [joint swelling]. Case description: spontaneous report was received on (B)(6) 2013 from a physician assistant via other non health care professional regarding a patient (demographics not provided); initials unknown. The patient's medical history was not provided. On an unspecified date, patient initiated treatment with synvisc injection, (route and dosage regimen not provided) on an unspecified location. The lot number for synvisc was not provided. It was reported that the patient experienced swelling after the injection. On an unspecified date, the patient's knees was treated with cortisone and everything calmed down after that. The action taken with synvisc treatment was not provided. The outcome for the event was not provided. Concomitant medications was not provided. The intensity for the event was not provided. The relationship between synvisc and the event was not provided by the reporter. MFR's comment: as only limited information has been obtained so far, it is difficult to assess a cause and effect relationship.